Event description:
The customer reported that the iabp generated an "electrical test failure code #51" (adjusted motor speed out of specification) alarm after power up. The event occurred prior to use on a patient. The iabp was replaced and therapy was initiated. No patient injury was reported.

Manufacturer narrative:
Customer reported that unit displayed an error code 51 on power-up. As a result of this, the motor control board was replaced. Unit was run for four hours and boot up test performed several times. Unit was fully calibrated. Also performed functional and safety testing according to factory specifications. The device history (DHR) for the iabp has been reviewed. There are no non-conformances noted in the DHR related to the reported event. A supplemental medwatch report will be submitted when additional information becomes available. (B)(4).